Event description:
Unomedical reference number (B)(4). Event occurred in the united states.on 12-june-2024, patient complained about 2 infusions set adhesive issues. First set was in use for one day and second was for 3 hours. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 2. E1:patient city: (B)(6). Patient country: (B)(6).